Event description:
Complainant alleged that while attempting to defibrillate a male patient (age unknown), the device would not power up. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b5 and h6 (medical device problem code). Device evaluation: zoll medical united kingdom evaluated the device and the returned batteries. The device was put through extensive testing including all functional testing with known good accessories. The device was recertified and returned to the customer. Review of the clinical log showed one event. The device is powered on and during the power on self-test, the device records a single "change battery" prompt immediately and then every minute after. Review of the activity log showed an error 3, capacitor takes too long to charge, on the monthly self-test prior to the event. This caused the monthly self-test to fail and the readiness indicator to change to a red x with beep alerts. This confirms the device was in a red x state prior to the incident and was appropriately warning the end user to take action. The device operated as expected and provided the appropriate user advisories. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to defibrillate a male patient (age unknown), the device inappropriately displayed a change battery message. Complainant indicated that the patient subsequently expired.